Manufacturer narrative:
Patient sees a neurologist every 12 weeks for regular care and treatment including botox for the pain of the vestibular migraines, however she always deals with vertigo and dizziness to some extent. She also suffers from benign positional vertigo. Vestibular migraines started in 2007 and were diagnosed in 2014 with some episodes lasting days to several months. The initial symptoms have lessened in intensity since her last treatment. She only had three treatments total. Her triggers for vestibular migraines are stress, any change in her routine, lack of sleep and some foods. She stated that her stress is very high due to some upcoming surgeries with both of her young children. After the surgery of her children, she may resume her tms treatments.

Event description:
A tms provider contacted neuronetics regarding a patient who reported the following: "my brain has gone a bit wonky with the treatments. About three hours after treatment, it's like a seismic wave goes off in my brain, and I'm hit with a wave of dizziness. The first two times it resolved completely. I did take relpax. The third time it didn't resolve. My brain hasn't gone back to regular vestibular wise since my treatment on friday. I had a smaller wave of offness/dizziness hit me during the treatment and after the seismic wave like feeling in my brain, it escalated that night and stayed through the weekend."